Manufacturer narrative:
We received one touhy borst type introducer for examination. The reported event of "it was not possible to secure the catheter inside of the introducer" was not confirmed. Examination of the introducer valve components found them to all be in good condition. Using the returned bipolar pacing catheter it was inserted to the 50cm and 90cm markers and the touhy borst introducer adjusted and was found to tighten and secure the catheter in position. Measurements of the outer and inner diameter of the silicone gland found the gland to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Related medwatch for the catheter 2015691-2016-00665.

Event description:
As reported, after inserting the pacing swan ganz catheter inside of the introducer with an adjustable valve, it was not possible to secure it inside of the introducer. However, the catheter could be easily repositioned. Furthermore, it was used after extra securing it and fixating it to the patient with tape. There was no allegation of patient injury. The catheter and the introducer are available for evaluation.